Event description:
According to the reporter, after entero-anastomosis, the staple line was incomplete that result to a leakage. A medical intervention was needed - the surgeon performed a manual suture to strengthen the staple line and to complete the case. No patient injury noted.